Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Visual examination of the returned product/provided pictures identified only the battery pack was received and inspected. Visual inspection found the housing of the pack was warped and melted to the batteries inside the pack. Upon opening the pack it was discovered that the first 4 batteries of the pack were corroded. There was gray/black debris throughout the pack, the terminals were bent and the batteries were discolored and peeling. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
It was reported that the unit didn't work properly, the power was weak. It started working normally when the surgeon changed the battery. The surgery was completed with another device. There was no harm or delay involved. Investigation showed the pack was warped and melted to the batteries inside the pack. Upon opening the pack it was discovered that the first 4 batteries of the pack were corroded. There was gray/black debris throughout the pack, the terminals were bent and the batteries were discolored and peeling. There was no adverse event reported as a result of this malfunction.